Manufacturer narrative:
The completed product investigation provided the no problem detected conclusion code was selected based on the analysis of the returned device which found no evidence of device malfunction or failure. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for signal-related allegations.

Event description:
It was reported that the insertable cardiac monitor (icm) experienced a lot of noise right after implant. The icm was explanted and exchanged with another device. Technical services (ts) reviewed and proposed the noise could be due to electromagnetic interference (emi), but the device was replaced before the call to ts. The replacement icm was implanted successfully with no noise seen. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) experienced a lot of noise right after implant. The icm was explanted and exchanged with another device. The replacement icm was implanted successfully with no noise seen. No adverse patient effects were reported.